Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as no implant(s) was/were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information but not received.

Event description:
It was reported that the patient had their device explanted for an unknown reason. The device explant date is unknown.